Manufacturer narrative:
As of today, this device remains implanted. Review of submitted device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be confirmed through laboratory testing but was likely the result of exposure to environmental radiation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a pd code (i.e., a code indicating an error within the device random access memory had been detected) upon interrogation. It was noted that the product and patient information were not available. A request was made to have data from this device analyzed, and it was noted that there were data storage errors which were informational only and did not affect device operation. Technical services (ts) noted that therapy remained available and that the device should operate normally after reprogramming the patient data. No adverse patient effects were reported. The device remains in service.